Event description:
It was reported that the patient's inflatable penile prosthesis had fluid loss. The system was replaced with a 100ml reservoir, pump, and 18cm x 12mm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis had fluid loss. The system was replaced with a 100ml reservoir, pump, and 18cm x 12mm cylinders. Additional information reported revealed that the device was not functioning. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: fluid loss reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of undetermined wear, fatigue at a fold, and avulsion. The cylinder had broken fabric threads and exhibited bulging when inflated. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the patient's inflatable penile prosthesis had fluid loss. The system was replaced with a 100ml reservoir, pump, and 18cm x 12mm cylinders. Additional information reported revealed that the device was not functioning. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.